Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not deliver a defibrillation shock during use on a patient. A 200 joules defibrillation shock had been administered to the patient, but the hospital crew wanted to deliver a 360 joules shock, the device charged defibrillation energy, but did not deliver the shock. CPR was initiated and the device then reportedly shocked without the shock button being pushed. There was no adverse outcome reported.

Manufacturer narrative:
Physio-control further evaluated the device but could not observe any discrepancies in shock delivery during testing. Physio performed some unrelated repairs. After having confirmed proper device operation through functional and performance testing, the device was returned to the customer. A cause of the reported issue could not be determined.